Event description:
The following has been reported: (B)(6) reported: leaky set was brought from anesthesia provider. The tubing was leaking from the cassette and air was pulling into the cassette is what they said. No patient harm, was not connected to patient. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.